Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. The collimator was replaced and adjusted. System functions checked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The collimator for the imaging system was returned to the manufacturer for evaluation. Testing found that the unit failed homing testing as the motor was loosely seated. A second collimator was returned to the manufacturer for evaluation. Testing found that the unit failed bench testing as well as homing and burn in testing. Visual inspection noted that the motor wire was disconnected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000168, serial/lot #: s/n: (B)(4), no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site stated that the collimator was stuck while booting up the image acquisition system (ias). No patient was present at the time of the event. Additional information was received stating that the reported issue prevented the image acquisition system (ias) from booting up because the collimator is a beam limiting device. Due to x-ray protection rules it is not allowed to operate the system with an active defect in that part of the system. The pendant display showed ¿fehler bei kollimatorinitialisierung¿ and did not finish the selftest/boot process. The probable cause of the reported issue is that a mechanical tension/pressure on the motor spindle at one of the collimator axis motors gave to much resistance to turn the motor and the motion controller logic stopped (uncompleted) the self test (where it tests the collimator movement) and stated ¿collimator not working¿. To get a better explanation.